Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. A correction bolus was delivered to address bg. Customer updated their settings to address the event.